Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The latch which allows retraction of the safety shield was found discrepant. As a result the safety shield would not release to allow exposure of the trocar tip & penetration of the cavity.